Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert was received showing high, out of range hv impedance. It was noted that the device failed to convert the patient out of a vt episode. Patient was asymptomatic. Programming changes were made. Patient was stable before, during and after the event.